Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced reduced quality of vision. The lens was exchanged for another lens model 02 months 13 days following the initial procedure. Clinical reason for explant was mentioned as unsatisfactory vision. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).